Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a noisy image, intermittent image, and foreign objects were present in the auxiliary water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, noisy image occurred due to corrosion on plug unit. The most probable cause for the malfunction is traced to component failure. The most probable cause for the foreign objects in auxiliary water channel could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.